Event description:
The customer reported, the itrak 3500l had a pushed in pin in one of the receivers. One of the pins broke off of the receiver connector. No pt injury was reported.

Manufacturer narrative:
The customer replaced the receiver and installed the software. The system tested fine and operates as intended.